Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. The rv lead would no longer capture and did not deliver pacing. The rv lead was repositioned and an acceptable threshold was obtained. The rv lead remains in service. No additional adverse patient effects were reported.